Event description:
It was reported that the patient received a vt. During interrogation of the device, an error message of backup vvi was observed. The device was explanted.

Manufacturer narrative:
No medwatch form was received the hwvvi was confirmed. Analysis of the ram map revealed that the device reset while delivering high voltage therapy. An egm recorded on reset date, showed a slight noise on the rv to ICD can channel. An automated eletrical system test was performed. The device passed all tests and no anomalies were detected. All current and power consumption measurements were normal. It is believed that the device entered hwvvi reset mode after delivering hv therapy into a damaged lead.